Event description:
It was reported that the customer experienced low blood glucose and that the insulin pump sustained a scratch to the screen. The customer's blood glucose was 33 mg/dl, which was treated with syrup. The caller stated that the customer had gotten low blood glucose and fell, leading to the physical damage. The caller confirmed that the customer was able to read the device screen and that the device worked as designed. The customer was advised to monitor the insulin pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.